Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's trainer input the incorrect settings which resulted in low blood glucose (bg) ranging from 38-45 mg/dl. Reportedly, the basal rate was inadvertently entered inaccurately. Orange juice and sugar were consumed to treat bg. The basal settings was adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.